Manufacturer narrative:
The reported even of aortic insufficiency could not be confirmed due to the condition of the returned device. Leaflet 3 had been cut. Functional testing was not possible due to the aforementioned damage. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated the patient had "a very horizontal aorta that resulted in the valve to be positioned abnormally horizontal within the annulus/ascending aorta."

Event description:
On (B)(6) 2017, a 27 mm trifecta gt valve was implanted. On (B)(6) 2018, based on patient symptoms, the physician suspected endocarditis. The patient received gentamicin (270 mg daily, IV) and vancomycin (1000 mg twice daily, IV). On (B)(6) 2018, the patient's condition deteriorated and severe leaking of the valve was suspected. On (B)(6) 2018, an echo showed severe aortic valve insufficiency. The valve was explanted. During the operation, the surgeon found no signs of endocarditis; however, the valve was dislocated from the aortic annulus. The physician stated the valve did not appear defective and believes the massive leakage may be a result of the patient's anatomy. The tissue in the chest/thorax was very still and immobile from prior radiation therapy. The patient also had a very horizontal aorta that resulted in the valve to be positioned abnormally horizontal within the annulus/ascending aorta. A 25 mm edwards magna ease valve was implanted as the replacement valve. The as of (B)(6) 2018, the patient was still hospitalized. (Clinical study patient (B)(6))